Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance (>= 10000 ohms). The patient's device was tested again on (B)(6) 2015 and system diagnostics showed an impedance result within normal limits, with 2563 ohms. Further information was received indicating that the high impedance results had been caused by an incomplete lead-pin insertion into the generator's connector block. The patient underwent surgical revision for insertion of the lead pin. The patient's device was tested in the or after pin reinsertion and system diagnostics showed an impedance result within normal limits. The vns system remained implanted in the patient. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No patient adverse events were reported.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date.